Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the confirmed error. The system was tested and verified as ready for use. The iesu was analyzed and found to have errors on the erbe connected to the system. Log review showed errors on 29-mar-2025. A visual inspection shed that the unit has no significant scratches or dents. The front bezel is in decent condition. There was an error on start-up and errors with mono coag activation were noted on the erbe unit after it was placed on a golden system and run in normal mode. The system logs reviewed by the isi technical support engineer (tse) showed an error indicating that the current measurement value was too low in the on state. .

Event description:
It was reported that during a da vinci-assisted incisional hernia transversus abdominis release (tar) surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received an error on the integrated electrosurgical unit (iesu) when firing monopolar energy. The customer stated that they tried replacing the green energy cord prior to calling. The tse recommended the customer reboot iesu. The customer stated they would attempt to reboot the iesu in 10 minutes. The tse recommended the customer call back in if they require additional assistance. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was converted to open surgery. The patient tolerated the procedure change. There was no patient harm or injury. The surgeon went into the procedure anticipating possibly converting to open.. The nurse mentioned they were able to reboot the system but unsure if that resolved the error issue since the surgeon had already converted to open.